Event description:
It was reported that the patient underwent a replacement of his inflatable penile prosthesis (ipp). Upon removal, the physician filled the ipp components with saline and a hole in the top of the reservoir was identified. A full recovery is expected for the patient.